Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet, describing blood glucose not controlled by the pump with values approaching 250 mg/dl for over four hours, with no alerts or alarms reported and additional information pending. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included a review for device performance and user interaction, with information gathering planned to assess pump function, therapy settings, and use conditions. Investigation of this case revealed that the cause remained undetermined based on the available information, with no device malfunction or component failure identified to date. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.